Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on and charge it. There was no reported adverse impact to the customer¿s blood glucose level, as the customer declined to provide blood glucose information. Customer followed technical support instructions to attempt to restart and charge pump without success, was informed that pump needed replacement, planned to use multiple daily injections as backup insulin therapy, and was provided with replacement pump arrangements, storage mode instructions, and directions to return malfunctioning pump within 10 days.